Manufacturer narrative:
We checked the returned unit and confirmed that the air&water tubes were clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the body cover grip cracked & leak, the distal body worn out, the bending rubber poor finish, the air&water nozzles sharp and the air/water socket chipped; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.